Manufacturer narrative:
The subject device was received and evaluated . Device evaluation and inspection, service repair noted there is a foreign object in the forceps channel. Furthermore, the following findings during device inspection were noted: (leakage) noted. Watertightness not maintained due to holes in the forceps channel due to external factors. The insertion part serpentine found crushed due to an external factor. There are scratches on the insertion part serpentine due to external factors. Wrinkles in the insertion part due to external factors are observed. The bending angle is insufficient due to the elongation of the angle wire. The lg (light guide) connector is corroded due to handling. The lg connector may be scratched due to external factors. Corrosion is observed inside the lg cover glass. (Cause of decrease in illumination light) there are scratches on the operation part due to external factors. There are scratches on the switch box due to external factors. There are scratches on the grip due to external factors. The angle lever may be scratched due to external factors. Scratches are found on the ud plate due to external factors universal code is crushed due to external factors there are scratches on the universal code due to external factors. There are scratches on the video cable due to external factors. The video connector may be scratched due to external factors. The video connector case may be scratched due to external factors. The video connector case is cracked due to an external factor. Scratches are found on the ud angle fixing lever (sp) due to external factors. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported when device plugged into the system , the image did not appear several times. The issue found during an unknown event. There was no patient harm, no user injury reported. Device evaluation found a foreign object in the forceps channel.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the foreign material that was found on the forceps channel. A definitive root cause for this issue was not established. However, it is probable that issue occurred because there was a perforation/air leak in the forceps channel. It is probable that the foreign material remained in this space during reprocessing. Olympus will continue to monitor field performance for this device.